Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon receipt the power brick was defective. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger power brick. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger/modem would not power on. The pt was issued a replacement battery charger/modem.